Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received a33 alarm. The customer reported blood glucose value of 25 mmol/l. The customer reported hyperglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-712ews. Troubleshooting was performed for high blood glucose event and the customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the stop (idle) current test, run current measurement test, self-test, off no power alarm test, a21 error test, rewind test and displacement test. Unable to complete the functional test, including the basic occlusion test, occlusion test, excessive no delivery test and dat due to prime anomaly and a33 alarm. The pump was unable to prime and alarmed a33 during the prime/a33 test at 4.0 lbs due to faulty fsr (gold). Drive support disk was inspected and no anomaly was noted. The following were noted during visual inspection: minor scratched display window and a small crack at the battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Unable to complete the carelink upload, problem isolated to the electronic assembly. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 15-sep-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 15-sep-2024 in the pump history file due to no data available. Unable to complete the functional test due to prime anomaly and a33 alarm. Unable to confirm alleged high bgs. Unable to test for reported harm due to prime anomaly and a33 alarm. Prime/fill anomaly confirmed. A33 confirmed. No current code/category confirmed (unable to complete the carelink upload confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.